Event description:
It was reported that the customer visited an infirmary on a cruise ship for a low blood glucose level, value was not provided. Cause was unknown. The customer was given carbohydrates to address their bg level. Customer was released an hour later with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.